Event description:
It was reported that patient recently underwent a routine device replacement and this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms since the previous device. On the new device, rv-coil-to-can = 100 ohms and ra-coil = 156 ohms. The shock vector was programmed rv-coil-to-can, with initial polarity and maximum energy shocks for continued monitoring. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.